Event description:
We experienced contamination issues with our coag instrument rinse solution. Microbiological cultures from unopened rinse solution grew several micro-organisms - gram positive bacilli. New lot of reagent requested from manufacturer; unopened rinse solution cultured and growth of pseudomonas present. What we could tell, it impacted only one test - homocysteine. With homocysteine qc running on the low side of the mean during this event, rather than bouncing up and down above/below the mean like it should, this indicates that the test results reported during this event also could be falsely lower than actual. We reported the event to the manufacturer several times. Due to our concern for accuracy, a couple of months after the initial event, we discontinued doing the test in-house and began sending out to a reference lab.